Event description:
Customer reported high device reading for the past few days. Customer was feeling bad and device = 380 mg/dl. Customer went to the e.r (ER). ER device - 71 mg/dl and ER lab = 127 mg/dl. Several tests were performed and customer was given an IV. International strips in use. No controls were used. A request was for return product and replacement product was sent.